Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if the device contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2007: patient presented with following pre-op diagnosis: herniated disk center and right side l3-l4. Spinal stenosis l3-l4. Degenerative spinal spondylolisthesis l4-l5. Patient underwent following procedures: laminectomy l3, l4 and l5. Diskectomy right l3-l4. Bilateral lateral fusion l3, l4, l5. Transforaminal lumbar interbody fusion, l3-l4 and l4-l5. Peek cages, l3-4 and l4-l5. Segmental spinal instrumentation, l3-4 and l4-5. Rhbmp-2/acs. Local bone graft. Sseps and emgs. Per op-notes:¿¿pituitary rongeur used to remove multiple fragments of disk material. Endplates had articular cartilage removed and then I placed a temporary 10 mm trial spacer. Then packed a 10mm height cage with 26 long with rhbmp-2/acs and local bone graft, tapped into this place. After distraction was removed, it appeared that this was just loose. It was removed without problem. Another was placed with proper fit. I then decorticated transverse processes on the right sided l3, l4 and l5, placed local bone graft and bmp into the gutters over the transverse processes. Placement of pedicle screws on the right side l3 ,l4 and l5. Excellent fit was obtained¿¿ patient tolerated the procedure well. No patient complications were reported as a result of the event. On an unknown date post-op, patient alleged unspecified injuries due to use of rhbmp-2/acs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.